Event description:
Customer reported no audio on pt monitoring equipment. A visible alarm was present. No adverse pt outcome reported. Svc rep duplicated reported condition. Device was repaired at customer facility.